Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 400 mg/dl. The patient took a bolus dose of insulin, and her subsequent reading was 300 mg/dl. On (B)(6) 2011 at 6:30 am the patient's blood glucose reading was 52 mg/dl. At these times, the patient experienced no symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming juice; she did not seek any medical attention. Troubleshooting revealed there were no issues with the infusion site or infusion set, all pump settings, programming, date/time and basal settings were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered a blood glucose level suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.